Event description:
Initial report: this non serious spontaneous case from (B)(6) was reported on (B)(6)2010 by a physician and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree - (B)(4). This case involves a (B)(6) female patient who received poly-l-lactic acid (sculptra) (reconstituted with 5ml sterile water and 2ml (2%) xylocaine) and experienced a slightly visible nodule on her left malar. The reporting doctor states the patient had three treatments of poly-l-lactic acid and the nodule appeared after the third treatment (dates not provided). Relevant medical history and concomitant medications were not reported. Corrective treatment was unknown.